Manufacturer narrative:
The event of infection (unknown onset )is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection (unknown onset).

Event description:
Healthcare professional reported via nbir left side infection (unknown onset) . Device has been explanted.